Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for evaluation. Investigation results as follows: a visual inspection of the returned autopulse platform was performed and found the battery lock was bent. The autopulse is a reusable device and was manufactured on 08/14/2007. The physical damage found during visual inspection can occur due to normal wear and tear and/or physical abuse and is not related to the reported complaint of the platform displaying user advisory (ua) 45 and ua 12. A review of the platform archive log showed there were user advisory (ua) 45 (not at "home" position after power-on) and ua 12 (lifeband not present) messages on (B)(6) 2016 and not the reported date of (B)(6) 2016. The platform was functionally tested and the autopulse platform exhibited ua 45 upon power-up. The drive shaft was rotated back to the "home" position to resolve the error message. Further testing showed that the clutch plate was sticky and therefore was replaced. The ua 12 message observed during archive review was not encountered during functional testing indicating that the customer was able to clear the message. Additional testing showed that the lifeband switch assembly was parallel to its case. The belt clip retainer was replaced because it would not stay latched. In summary, the customer's reported complaint of autopulse displaying ua 45 was confirmed during archive review and functional testing. The root cause was attributed to the drive shaft not being at "home" position. After the drive shaft was rotated to home position, the platform passed 10minutes run-in test without displaying any error messages.

Event description:
It was reported that during a shift check, the autopulse platform, displayed a user advisory (ua) 45 (not at "home" position after power-on/restart) and ua 12 (lifeband not present). The customer was not able to clear the error messages. No patient involvement was reported.